Manufacturer narrative:
The development of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduct the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; proper ballooning sites within the stent graft. No product or films were provided to assist in our investigation; however, there is no evidence to suggest that the device was not manufactured to specification. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
A male pt underwent aaa repair in 2007. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. A proximal type I endoleak that causes enlargement of aneurysm was confirmed when the pt visited the hospital for follow-up. It was not clear if the endoleak had existed since the initial procedure. A main body extension was placed to resolve the endoleak, but the leak still remained. Another manufacturer's stent was then placed. Confirmatory angiography revealed that the endoleak was resolved, and the procedure was completed. The pt has recovered.